Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that a patient had a pemcath insertion of the femoral line, about a month ago, now presented with a cracked hub. The device was replaced with a repair kit.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly with compression cap and sleeve for investigation. The catheter body was not returned. Visual examination of the catheter revealed that both the arterial and venous extension line hubs are cracked. No other defects or anomalies were observed. The catheter connector assembly was leak tested by injecting water into each extension line using a lab leak tester. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. When the blue (venous) lumen was injected, there was a leak observed from the crack in the extension line hub. When the red (arterial) lumen was injected, water leaked from the crack in the extension line hub. The test was repeated by attaching a lab inventory catheter body to the returned connector assembly and repeating the leak test on both lumens. There was no leak from the compression fitting during this test, but there was a leak from both the arterial and venous extension line hubs. Other remarks: no lot number was provided by the customer; therefore, a device history record (DHR) review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product indicates, "all chronic dialysis catheters should be used as bridge devices and are not intended for extended use unless no other hemodialysis access options exist." The IFU also indicates, "repeated overtightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure." The reported complaint of a cracked hub on the catheter was confirmed based upon the sample received. Both extension line hubs were confirmed to be cracked during visual examination. A functional leak test was performed and no other cracks were detected. A DHR review was performed on the connector assembly with no evidence to suggest a manufacturing related cause. Therefore, based upon the report that the catheter was in place for two months prior to discovery of the crack, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that a patient had a permcath insertion of the femoral line, about a month ago, now presented with a cracked hub. The device was replaced with a repair kit.